Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher scan result on the adc device compared to higher than feels. It is unknown whether the customer noted a trend arrow on the device. The customer became hypoglycemic and experienced loss of consciousness made contact with a non-healthcare professional (non-hcp). The non-hcp provided snickers and a coke for emergent treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.